Manufacturer narrative:
Events indicate user failed to follow instructions for use.

Event description:
Devilbiss healthcare is the manufacturer of the device which is a concentrator. There was no injury sustained during this incident. We are filing a report in an overabundance of caution. The concentrator was damaged by fire. The unit cannot be retrieved for evaluation. The enduser plugged the device into an extension cord. The manual instructs the device to be plugged directly into the proper wall outlet. The enduser has been cited multiple times by his residence building management for smoking in the presence of oxygen containing equipment. The owners manual cites no smoking multiple times.